Event description:
It was reported that during an implant procedure, the patient stopped breathing. The physician believed that it was non device related. The procedure was aborted and rescheduled. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.